Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that during a normal replacement of the ins there was abnormal impedance c&0: 32,486 ohms, 0&1: over 40,000 ohms, 0&2: over 40,000ohms. The ins was removed and the impedance was remeasured 0&1: 2,411 ohms, 0&2: 3,039 ohms, 0&3: 3,281 ohms. It was suspected the screw of electrode #0 had not been tightened when the ins was originally implanted. The new ins was connected and the impedance was normal. The patient was programmed at 2.5v, 60 us, 180 hz/pps, unipolar, and 0-, 1+. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.